Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent inaccurate fill estimates were received. Customer's blood glucose was 100-120 mg/dl. Tandem technical support assisted customer with loading another cartridge onto the pump. Cts found that the customer had been loading the cartridge incorrectly and customer was educated on how to load the cartridge.